Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the customer had blood glucose over 600mg/dl for the last two days. The customer stated that when he tries to give a bolus it seems like his piston is in a stuck position. The customer stated that he also noticed that he can smell insulin around the site patch on his infusion set but stated he does not find the insulin was leaking out. The call was disconnected. The insulin pump will not be returned for analysis.